Event description:
The lay user/pt contacted lifescan on may 31, 2006 and alleged that her one touch ultra meter (serial number not provided) was giving the error 1 message. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt was feeling dizzy and shaky at the time of testing. However, she received error 1 message upon powering on the meter. Following the attempted use of the meter, she ate food and/or drank beverage. She required assistance from the emergency services and was given oral glucose. At the time of troubleshooting, it was verified that this was not a new product. The issue was not resolved with troubleshooting. This complaint is reported because the meter failed to function at the time the pt experienced symptoms that could suggest the pt was hypoglycemic. She was treated with oral glucose by medical professional. The error 1 issue was not resolved with troubleshooting. A replacement meter, control solution, and test strips were sent to the lay user/pt.

Manufacturer narrative:
Device ID for d4 (other #) is 1-av-1086. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.